Event description:
It was reported that balloon rupture occurred. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the fifth inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.